Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer switched out infusion sites multiple times and noticed a kinked cannula on the first change. Troubleshooting with tandem technical support indicated the pump delivered insulin as intended. Reportedly, the customer's blood glucose level was impacted.